Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that last week when they sat down it felt like some needle was sticking them up and it was still kind of sore. Patient mentioned that they usually sleep on the side where they put the implant but they have to turn over on their left side because if they lay down too long and it started getting sore. It felt like the needle sticking them. Patient stated that the device was still working and they feel a tingling in their leg but the needles sticking part was bothering them. The patient was redirected to their healthcare provider (hcp) to further address the issue. On (B)(6)2025, additional information was received from the patient. They reported that they felt like it was sticking them before they left for their birthday 2-3 weeks ago now. They guess the scab didn't come all the way off, but now it has come all the way off. It was like a pen sticking them. Patient was scheduled to see their doctor in march.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.